Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot number unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that that the screw became loose. A new abutment was requested.